Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Subsequent attempts to communicate with the patient's device were unsuccessful as epileptologist indicated that error messages were displayed when attempting to interrogate the patient's device. Last acceptable device diagnostic test was performed approximately one year prior, indicating proper device function at that time. It is not known whether the patient experienced any recent injury or trauma that may have damaged the ncp system. Review of x-rays by eplleptologist did not reveal any obvious discontinuities in the ncp system. Is was also reported that the patient had experienced an increase in seizure activity over the past 6 to 7 months, comparable to pre-vns baseline frequency. Revision surgery is likely.